Event description:
The customer reported that the device failed to charge. There was no patient impact.

Manufacturer narrative:
The customer reported that the device failed to charge. There was no pt impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.